Manufacturer narrative:
A ge service rep performed an on site investigation. The battery and cable were replaced and the battery charger was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a battery charger failure error message during a case. No pt injury was reported.